Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with [unspecified] juvéderm® voluma¿ in ck1, ck3 and ck4. Next day patient reported swelling, hard mass, warmness in the place of injection. Treatment information was not provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported patient was prescribed with telfast and medrol for 3 days. Symptoms resolved.